Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided.